Event description:
It was reported to philips that the device experienced a pads cable test failure. The customer swapped out the pads cable but the problem remained. There was no patient involvement. The device was received by bench repair on 17-jan-20. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty power pca. The resistor was replaced with a known good one, and a successful operational check was run. In addition, a black hourglass on the ready for use (rfu) indicator was observed to be flashing, confirming that the repair was successful, and the fixture was ready for use. The power pca was returned to the failure analysis lab for evaluation. The reported allegation pads cable ops check failure, was verified during lab tests. Resistor r129 was found to be in an open circuit state, which resulted in the op-check failure. The resistor was replaced with a known good one, and the device passed all related tests and operated as normal. The problem with this power pca was an open r129 resistor. Data generated by this investigation will be logged for trending analysis. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time. Following the conclusion of the initial investigation, the reported allegation pads cable ops check failure, was verified during lab tests. Resistor r129 was found to be in an open circuit state, which resulted in the op-check failure. The resistor was replaced with a known good one, and the device passed all related tests and operated as normal. The problem with this power pca was an open r129 resistor.